Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and noted normal function. It was noted that the intra-artic balloon pump was tested by a system trainer for 15 hours and no alarm had been generated. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) generated an "automatic inflation failure" alarm. It was later clarified that the iabp unit experienced an autofill failure using an non-getinge balloon. There was no patient harm and no adverse event was reported.